Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that there were high rate non-sustained episodes with possible oversensing noted on the right ventricular (rv) lead. No interventions were taken as a result and the lead remains in use. No patient complications have been reported as a result of this event.